Event description:
Account obtained discrepant results for two patient results. Sample #1 initial total bilirubin 25.0 mg/dl, repeated as 0.6 mg/dl. Sample #2 initial total protein 11.0 g/dl, repeated as 8.0 g/dl. The incorrect results were not reported. The field service rep found the stirrer was misadjusted and repaired the instrument.